Event description:
A report was received that the patient was experiencing pain at the ipg site and was having difficulty charging the ipg. The patient underwent a pocket revision procedure and was doing well postoperatively.